Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed pounds per square inch (psi) testing 3 times 20.13; 21.29; 22.51 during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, device failed psi testing 3 times 20.13; 21.29; 22.51 was not reproduced. A review of the history log revealed multiple events of "downstream occlusion!" However, testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor and door springs. Force sensor and door spring replacement is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.